Event description:
The clinician reported that on the day the dental implant was placed, in ada 30 of the patient's mouth, a failure occurred upon insertion. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and mobility. No further patient complications were reported.